Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4+. One clip was successfully implanted. To further reduce tr, an additional xtw clip was prepared. During the preparation of the xtw clip, the clear chamber was filled, and red cap applied, the dc handle was slowly retracted and advanced with the distal tip elevated. Lines of bubbles moved through the catheter, happening two more times before the device was fully de-aired. The air bubbles were able to be resolved and the clip was implanted, reducing tr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4+. One clip was successfully implanted. To further reduce tr, an additional xtw clip was prepared. During the preparation of the xtw clip, the clear chamber was filled, and red cap applied, the dc handle was slowly retracted and advanced with the distal tip elevated. Lines of bubbles moved through the catheter, happening two more times before the device was fully de-aired. The air bubbles were able to be resolved and the clip was implanted, reducing tr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported difficult to flush was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and returned device analysis, the cause of the reported difficult to flush was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.